Event description:
Per the clinic, the patient experienced mrsa infection around the implanted site. On (B)(6) 2012, the patient was injected with anesthetic lidocaine with epinephrine (amount not reported) and the patient's abutment was removed while the infection was being treated. The patient was prescribed linezolid (amount and date not reported) to treat infection. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.